Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime and unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: drug didn't come out when performing air purge before use. This was revealed by the patient who visited the pharmacy with the defective product.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-24. H.6. Investigation summary fourteen open 32g x 4 mm pen needle samples and seven photos were returned from lot. No. 9232025, cat. No. 320559. Visual examination was carried out on the returned photos and samples and a bent non patient end of cannula was observed on five samples. A clog test was carried out on the nine remaining samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 9232025. D.4. Device expiration date: 2024-08-31. D.10 device available for eval?: yes. D.10 date samples received?: (B)(6) 2020. H.3. Device return to manuf.?: yes. H.4. Device manufacture date: 2019-08-20.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime and unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: drug didn't come out when performing air purge before use. This was revealed by the patient who visited the pharmacy with the defective product.

Manufacturer narrative:
H.6. Investigation summary: seven photos of fourteen 32g x 4mm pen needle samples were returned from lot. No. 9232025, cat. No. 320559. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on four samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime and unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: drug didn't come out when performing air purge before use. This was revealed by the patient who visited the pharmacy with the defective product.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime and unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: drug didn't come out when performing air purge before use. This was revealed by the patient who visited the pharmacy with the defective product.